Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted on a patient. According to the complainant during follow up the physician found some ulceration on the proximal side of the implanted stent. The physician commented that "the top of the stent is too sharp". The physician attributed the ulceration to the sharp points of the stent. No actions were taken to address the ulceration. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B) (6). The complainant was unable to provide the date of implant. (B) (4) (sharp points). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.